Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2018 with blood glucose level of 27 mg/dl. The customer¿s other blood glucose level was in the mid 20¿s mg/dl. The customer also reported that they passed out due low blood glucose. The insulin pump, sensor and the reservoir will not be returned for analysis.